Event description:
It was reported that a system error (se) 2367 alarm (resume error, critical error found) occurred on a homechoice (hc) device prior to use. The nurse noted nothing unusual with the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to not be available. An alarm indicative of a potential malfunction of the disposable cassette was identified. A batch review will be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).a review of all batch record documents was conducted for lot number se13ji9 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.